Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the same cartridge and resume insulin successfully.